Event description:
Based on the medical records provided by the patient's attorney. On (B)(6) 2003: patient underwent implant of a bard composix kugel patch for an incarcerated incisional hernia. On (B)(6) 2006: patient underwent explant of the composix kugel patch, small bowel resection, ileostomy, extensive lysis of adhesions and repair of hernia with two non-bard grafts.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional information received. Based on the information provided, it is unknown whether the device may have caused or contributed to the reported event. The patient is moderately overweight and has undergone multiple abdominal surgeries prior to the implant of the composix kugel mesh. The operative report from the explant indicates the mesh was infected. Although there is no indication the mesh was the source of the infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis". Additionally, the patient was also treated for adhesions and a fistula., both of which are known adverse events listed in the IFU. No sample was returned for evaluation. With the currently available information, no conclusion can be drawn.